Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): it was reported that a hamilton-c3 ventilator generated technical alerts technical event (te) 231009 (blower speed low) and technical fault (tf) 431002 (blower disconnect) during ventilation. According to the user, the ventilator alarmed repeatedly, and the clinical team switched to a different ventilator. A patient was involved, and no patient harm nor immediate medical intervention was reported. The information received includes the statement that the ventilator ¿stopped working,¿ but this could not be verified, as no log files were available for analysis and the reported alerts do not inherently indicate an immediate interruption of ventilation. Due to the inconsistent information and the absence of objective data to confirm or exclude a therapy-interrupting malfunction, the event is submitted as a conservatively preventive reportable case.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Additional information: hamilton medical ag conclusion: no logfile was provided for this investigation. The hamilton-c3 blower was reportedly sent to the end user by hamilton medical inc. (Hmi) USA via return material authorization (RMA); however, no confirmation of installation or replacement at the customer site could be obtained. Several attempts were made to contact the service technician to obtain additional information; however, no response was received. Based on the limited information available, a root cause cannot be established. The complaint is therefore closed due to insufficient information. Correction: imdrf coding: annex g has been classified as ¿insufficient information.¿